Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The granddaughter of a (B)(6) year old female patient contacted zoll customer support to report that the patient is breaking out underneath the garment and there is fluid that smells rotten and is leaking. The fluid is all over the patient and there are spots where the electrodes and therapy pads sit. The granddaughter does not believe the fluid is blood, but the rash is itchy. Zoll customer support recommended cornstarch or hydrocortisone and removing the lifevest for a half an hour per day to let the skin air out. A patient service rep contacted zoll customer support the next day to report that the patient had spoken to her physician, and her yeast infection is being treated. No additional follow-up documented.

Manufacturer narrative:
Device evaluation summary: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.